Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The lead is undergoing laboratory analysis. This report will be updated when analysis is complete. The returned lead was analyzed. Visual inspection noted fractured conductor coils between 291-311 mm from the terminal pin. The inner insulation was torn in this area. Additionally, fractures of the outer conductor coil were observed at 303 mm and 305 mm from the terminal pin. Microscopic evaluation indicated that the damage was caused by localized compressive stress on the lead. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that the patient implanted with a boston scientific pacemaker presented to the clinic for a device check after recurrent episodes of syncope. Interrogation revealed high, out-of-range pacing impedance measurements of greater than 3,000 ohms on the right atrial (ra) and right ventricular (rv) leads. Lead fracture was suspected, and was confirmed under fluoroscopy. The ra lead was explanted, and rv lead was surgically abandoned, and new leads were implanted during a revision procedure. The pacemaker remains in service with the new leads. No additional adverse patient effects were reported. The explanted ra lead was returned for analysis. Technical services reviewed the available device data and confirmed the lead safety switch (lss) had occurred on the ra lead in february 2020 and on the rv lead in april 2020 where both leads reverted to the unipolar pacing configuration. It was noted impedance measurements in unipolar were normal. Fluoroscopy images of the fractures showed the inner coil remained viable; there were some episodes stored due to noise that was consistent with myopotential oversensing as a result of the leads being in unipolar. The location of the fractures appear to be in the region of the clavicle.

Manufacturer narrative:
(B)(4). The lead is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with a boston scientific pacemaker presented to the clinic for a device check after recurrent episodes of syncope. Interrogation revealed high, out-of-range pacing impedance measurements of greater than 3,000 ohms on the right atrial (ra) and right ventricular (rv) leads. Lead fracture was suspected, and was confirmed under fluoroscopy. The ra lead was explanted, and rv lead was surgically abandoned, and new leads were implanted during a revision procedure. The pacemaker remains in service with the new leads. No additional adverse patient effects were reported. The explanted ra lead was returned for analysis. Technical services reviewed the available device data and confirmed the lead safety switch (lss) had occurred on the ra lead in (B)(6) 2020 and on the rv lead in (B)(6) 2020 where both leads reverted to the unipolar pacing configuration. It was noted impedance measurements in unipolar were normal. Fluoroscopy images of the fractures showed the inner coil remained viable; there were some episodes stored due to noise that was consistent with myopotential oversensing as a result of the leads being in unipolar. The location of the fractures appear to be in the region of the clavicle.